Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the dura guard was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During failure analysis, the reported event of overheating was duplicated and confirmed. Visual inspection during disassembly confirmed debris affecting the bearings and front bearing sleeve. Debris can cause the bearings to wear and gradually lose their rotational properties through degradation, which can cause frictional heat. The device was discarded by the manufacturer following evaluation. During evaluation, it was confirmed that the duraguard was not bent. Therefore, corrections have been made to executive summary and device codes to reflect this finding.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the dura guard was overheating and was bent. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.